Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt261414j/13045377, plc201000j/13302122, pxc141400j/11375403, pxc121400j/12738468) to repair an abdominal aortic aneurysm. Prior to the device implant, the inferior mesenteric artery (ima) and the right internal iliac artery aneurysm were coil embolized. It was reported that a gore® dryseal sheath with hydrophilic coating (dsl1828j/13167520) inserted from left side did not reach level of the lower renal artery, and therefore the trunk-ipsilateral leg component (rmt261414j/13045377) was advanced outside of the sheath to the intended position. As the device was deployed distal to the intended position, it was repositioned 5-10mm proximally using the constraining system, and finally implanted just distal to the lower renal artery successfully. The contralateral gate was then cannulated, the ipsilateral leg deployed, and the ipsilateral leg extended with a contralateral leg component (plc201000j/13302122). The physician then ballooned the proximal neck, overlap of the two devices, and distal neck. Two contralateral leg components (pxc141400j/11375403, pxc121400j/12738468) were implanted at the contralateral side, intentionally covering the right internal iliac artery. The final angiography revealed a type iii endoleak from the overlap of the left leg, and therefore an additional ballooning to the overlap was performed for its repair. Another angiography showed that the endoleak was resolved. As a gore® dryseal sheath with hydrophilic coating (dsl1228j/13197594) was removed from right side and the access site was closed, the patient's st segments and blood pressure became depressed. Chest compression was performed and vasopressor was administered. The physician suspected coronary ischemia, and elected to perform percutaneous coronary intervention (pci). As the patient's blood pressure remained low prior to the pci, intra aortic balloon pumping (iabp) and percutaneous cardiac pulmonary support (pcps) were utilized. Pericardial drainage was also performed, iabp was removed, and then the pci was performed. Echocardiography during the pci revealed a retrograde type a aortic dissection at the thoracic aorta. It was reported that cause of the dissection is unknown; however, intraoperative dsa images showed a possible dissection during the coiling to the ima and the internal iliac artery aneurysm, an angiography to determine position of the trunk-ipsilateral leg component, and the final angiography. It was also confirmed by the echocardiography that the left main coronary trunk was occluded by the dissection, which was repaired by implanting a bare metal stent in the artery. The physician at this point considered to covert the procedure to open surgery; however, there was bleeding and plural effusion at the left chest cavity. The patient's pupil remained open, therefore no further treatment was undertaken. The procedure was completed and the patient was taken to intensive care unit (ICU) with pcps utilized. Later on the same day the patient expired in ICU due to the retrograde type a aortic dissection.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.